Event description:
The user facility reported a 60-year-old female noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The patient was successfully weaned and the impella cp device was removed. After explant of the impella cp device, an angiogram of the groin was performed, and a vascular dissection was revealed. The dissection was successfully treated with an angioplasty balloon.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.